Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; off label case of concomitant non-endologix stent for a visceral aneurysm, lateral movement, and successful secondary procedure. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the unintended movement of the bifurcated stent was the extra burden of the large, four vessel, fenestrated, non-endologix stent (intentional user error) in combination with an off-label aortic neck anatomy. No cautionary product use conditions and/or procedure-related contributing issues or harms were detected. Associated clinical harm for this device failure included: a secondary endovascular intervention. The patient was discharged home on the first post-operative day. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft and limb extension was implanted to treat an abdominal aortic aneurysm. It was noted that the physician elected to modify a proximal graft extension into a fenestrated graft, and implant within the bifurcated stent graft, which is outside the indications for use. The two year post-operative CT showed evidence of a decreased overlap between the bifurcated stent graft and the proximal extension, with no identified endoleak. A re-intervention is planned at a later date to increase the stent graft overlap with the placement of an additional main body and extension. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.